Event description:
A copy of the customer's (B)(4) report was received which states that after a PICC line was placed for a peripheral IV. The nurse was going to flush the IV, and noticed the port was cracked. The line was removed. No patient harm or medical intervention was reported. No further patient/event information was reported.

Manufacturer narrative:
(B)(4). The affected product has not been received. A follow up report wil be submitted with investigation results should the device be received for evaluation.